Event description:
Manufacturer report number: 2017865-2025-12186. It was reported via product receipt that the right-ventricular (rv) lead and the right atrial (ra) lead were explanted due to unspecified malfunction. Further information was requested but hasn't been received.

Manufacturer narrative:
The reported event of lead malfunction could not be confirmed. A partial lead (only distal portion) was returned in one piece. Visual examination, electrical testing and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.